Manufacturer narrative:
The calibration and qc associated to the event were within range. The provided alarm trace does not contain a conspicuous event. The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
This event occurred in (B)(6). The measuring cells were replaced on (B)(6) 2019 after the event. Instrument performance tests passed. The measuring cells were over a year old and had last been replaced (B)(6) 2018. The last preventive maintenance visit was in (B)(6) 2019.

Event description:
The initial reporter complained of discrepant results for 2 patient samples tested for troponin t hs on a cobas 6000 e 601 module. Patient 1 initial result was 23.04 ng/l. The repeat result was < 3 ng/l. Patient 2 (female, (B)(6)) initial result was 21 ng/l. The repeat result was 3.1 ng/l. The initial results were reported outside of the laboratory. The repeat results were believed to be correct. Both patients have been discharged from the hospital. The troponin t hs reagent lot number was 381547. The expiration date was not provided.